Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that on (B)(6) 2017, the customer attempted to use the device for 12 lead monitoring. The customer reported the device would not pull the 12 lead. The customer was able to transport the patient to the hospital where monitoring was resumed. There was no reported adverse patient impact.